Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: unknown, unknown biometric stem, unknown, unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07400, 0001825034 - 2017 - 07402.

Event description:
It was reported that the patient has been indicated for revision approximately 20 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it is competitor product. The initial report was forwarded in error and should be voided.